Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the implant is dislocated and the surgeon had difficulties during the surgery.

Event description:
No new information.

Manufacturer narrative:
Additional information: d4, d6a, h4, h6 the reported event was confirmed by the postoperative CT images provided. A review of this complex, multi-stage surgical case revealed that the jaw was not in the correct position due to inadequate performance of the sagittal split and lefort procedures, which was exacerbated by incorrect incision direction and positioning of the fossa component, together leading to dislocation of the temporomandibular joint implant. No defect was found in the temporomandibular joint implant itself, and the malposition was attributed to risks associated with performing multiple interdependent procedures in a single operation, which led to the initiation of a new case for the patient. Based on the investigation, there are no indications of a malfunctioning product or a problem related to the design, material, or manufacturing. Therefore, no corrective and/or preventive measures are considered necessary at this time.